Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was fired; it cut but only deployed a few staples at the proximal end. The surgeon mentioned it took a little extra force to fire. He also had to push open the handles to open the device after firing. He was able to clamp the bowel and use another device to complete the procedure. The procedure finished as planned & the pt is recovering as normal for this procedure. Surgery was prolonged five minutes.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.